Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4968-60 lead implanted: (B)(6) 2008. A 457453 lead implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead¿s lead integrity alert was triggered due to oversensing. It was further noted that the oversensing/noise was on the rv pace/sense portion of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.